Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. The correct UDI is (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer, during the endoscopic retrograde cholangiopancreatography (ercp), the single use distal cover fell off the duodenovideoscope inside the patient and migrated distally. The user performed forward-viewing endoscopy to retrieve the cap but could not find it. They tried to locate it by fluoroscopy but the cap was not radiopaque and there are no radiopaque markers on it. The patient was admitted, and the next morning the patient passed the cap in their stool which was retrieved and not damaged. Afterwards the customer did an experiment and kept the cap in the abdomen of another patient who was undergoing a computerized tomography (CT) scan and abdominal x-ray, and the cap was not visible on either CT scan nor the x-ray. The customer noted that the cap is for single use but they can be removed intact very easily, and in their country due to financial constraints, these caps are reused multiple times and is one of the main reasons for the dislodgement of the caps during the procedure. The distal cover in this procedure was a reused one. The caps are difficult to locate when they fall off inside the patient as they are not visible on x-rays or CT scans. No patient harm was reported. The customer did not apply anti-fog agent to the scope lens. There were no chemicals used during the procedure that could adhere to the tip of the scope or distal cover. There was no damage on the distal cover when attached to the scope. The customer did not pull and twist the distal cover to make sure it did not come off. Related patient identifiers: (B)(6) single use distal cover (maj-2315/ sn: (B)(6)). (B)(6) duodenovideoscope (tjf-q170v / sn: (B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial h4. Reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test: when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the subject device was not properly attached to the scope. However, a specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: see attachment procedure and warning column in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.